Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2026 to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with posterior commissural (pc) prolapse, and the anterior and posterior leaflets showed a tendency toward prolapse, dense chordae around the prolapsing pc, and a leaflet separation between the pc and the posterior leaflet, and a relatively short (approximately 7mm) posterior leaflet. A mitraclip nt was inserted and grasping was performed. It was noted that due to concern about anterior leaflet insertion, only the anterior gripper was raised, and re-grasping was performed by pulling it toward the anterior leaflet side. The clip was deployed on the mitral valve, reducing mr to a grade of 3-4. An increase in blood pressure was observed. On (B)(6) 2026, a lab, b-type natriuretic peptide (bnp) was drawn and resulted in an increased bnp. A transthoracic echocardiogram (tte) was then performed and revealed a recurrence of cardiac enlargement, loss of tissue bridge, and that the previously implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+.